Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section the event is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿sensor ended¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure or a loss of consciousness, and no third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.